Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. Because a sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptance criteria, the exact root cause for this complaint is unknown. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar came out when exchanging the vitrector and light pipes during vitreoretinal procedures; it was reported that the inside of the trocar was grabbing or sticking to the instruments being passed in and out. The surgeon repositioned the trocar back in place each time. The procedures were completed without patient harm.